Manufacturer narrative:
Concomitant medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, (B)(4). Analysis of the catheter identified sc connector coring-tears-cuts in seal, with no leak seen in the lab and no leak that was alleged.

Event description:
It was reported that the patient was having a "routine catheter replacement". The health care provider (hcp) felt the catheter needed to be placed in the cervical spine. There was some tissue ingrowth around the catheter. There was no adverse reaction to the patient. It was stated that there was no issue to report. No diagnostic testing was needed or done. The hcp removed/dissected the tissue from around the catheter. No action was needed or taken. The issue was resolved at the time of the report. The pump was infusing gablofen (baclofen). The patient's status at the time of the report was alive with no injury. Additional information has been requested that was not available at the time of this report.